Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture at maximum outputs due to dislodgement. A revision procedure was performed and the lead was successfully repositioned. All lead measurements were normal and within range. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.